Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a pt. When asked what the circumstances were that led to the implant moving and becoming all lumpy, the pt answered and said "I thought it had moved because I could not charge, turns out I was trying to use the wrong app." The pt stated that the representative did a great job of explaining the issue and the fix and stated that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that for like 3 days, they have been unable to charge their implant. They commented that they could not seem to find the ¿sweet spot¿. Agent had pt close all apps and reset the wireless recharger. Pt connected through recharger application with excellent connection and then reported ¿searching for device and then connecting and then recharger is disconnected and then excellent and then good¿. Pt stated a system error flashed and then cleared. Pt stated they thought the implant had moved or shifted because it normally was 1 lump and now had 2 lumps, and later described as ¿all lumpy¿. Pt noticed this change within the same last few days. Pt had anappointment scheduled with their health care professional and was redirected to them to further address the issue. Agent instructed the pt to call back if issue persisists.